Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised with another plate on an unknown date.

Manufacturer narrative:
Additional narrative: date of postoperative screw break is unknown. Date of implant and explant are unknown. To the best of the sales consultant¿s knowledge, the broken screws have been discarded and are unavailable for return. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown 2.7 variable angle screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three screws were discovered broken four months post-operatively. This report is for three unknown 2.7 variable angle screws. This is report 1 of 1 for complaint (B)(4).